Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the fifth clip fired from the er320 did not form completely proximally. The surgeon was able to complete the procedure with the remainder of the clips in this device without further difficulty. There was no consequence to the pt.